Event description:
Clinical study. Same case as 2134265-2009-01060. It was reported that 96 days after a coronary artery stenting procedure, the pt experienced in-stent restenosis. The lesion being treated was a 3.50mm, 100% stenosed, mildly tortuous, severely calcified, 60mm long portion of the proximal right coronary artery (prox rca). The physician treated the lesion with pre-dilation using a 1.2x20mm balloon at maximum 20 atm. The physician then successfully placed two (3.00x32mm and 3.5x32mm) taxus express2 study stents in the target lesion. The maximum pressure was 14 atm (3.00x32mm) and 16 atm (3.5x32mm). Post-dilatation was performed at 20 atm using the pre-dilatation balloon. Post-ivus was performed. The stent was well positioned and well expanded (post-% of stenosis: 0%). Timi-3 grade was gained. There was no gap between the stents. Additionally, an unk size non bsc stent was implanted in the proximal left anterior descending artery. The pt was discharged 2 days later. Ninety-six days after the index procedure, in-stent restenosis was confirmed. Fifteen days later, two non bsc stents were implanted in the target lesion. In the opinion of the physician, the relationship of the restenosis to the target lesion is possible.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.